Manufacturer narrative:
Customer sent in sample under fedex (B)(4) and it arrived jan112024 to bd salt lake city. The sample was never deconned or received by our team there, and was lost. The customer was provided a different label, fedex 791420931526, which was made for this pr. This label was not used, and would have shipped the sample to the correct location of bd vernon hills. We apologize for any inconvenience. No product or photo was returned by the customer. The customer complaint of leakage in syringe tubing set could not be verified due to the product not being returned for failure investigation. Device history record review for model me2020 lot number 23049032 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd bd microbore extension set, IV connector was leaking the following information was received by the initial reporter with the following verbatim: fluids leaking around the syringe tubing set. Product code: mme2020 product code: b3300 lot#: 10986169 lot#: 23049032